Manufacturer narrative:
The returned meter was measured with the retention test strips 57790210 in comparison to the current test strip master lot. For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Reference meter: measurement 1: 4.0 inr, measurement 2: 3.0 inr. Customer meter: measurement 1: 3.9 inr, measurement 2: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned and the retention material meet the specification.

Event description:
There was an allegation of error messages and questionable results from coaguchek xs meter serial number (B)(6). At 2:30 pm, the result from the meter was 6.8 inr. At 4:00 pm, the result from the meter was 2.3 inr. A new finger was used for each test. The patient's diet has changed in the last three days prior to the report of the event. No specific informaiton was provdied. The therapeutic range was 2.0-3.0 inr and the testing frequency is once a month.

Manufacturer narrative:
The date and time were set incorrectly on the meter. The patient received error 5. Per product labeling for error 5: error applying blood to the test strip. Turn the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and strips have been requested for return. Only the reporter's meter was received for investigation. The investigation is ongoing. E3 - occupation was patient/consumer